Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date, post-op, patient complained of rib pain. Patient had undergone balloon kyphoplasty at l1, on (B)(6) 2016, for compression fracture due to osteoporosis. A small leak of the cement was observed from the upper end plate. Also, the cement had not achieved stability on the bone and had migrated. The surgeon considered that there was no causality between the event and product. Patient issue is not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.